Event description:
Patient with hx of sciatica, back pain and left foot drop. Had prior spinal surgery with relief of pain, but l foot weakness remained. Referred for physical therapy for treatment of foot drop prior to consideration of nerve grafting. The physical therapists used the winback electrotherapy device to perform electrotherapy using two fixed electrode pads for reported tightness and decreased mobility from the l hip to the knee. One pad was placed across the lower portion of the back just above the level of the iliac crest and just left of the spine. The other pad was placed in an anterior position just above the knee. The planned therapy was to be approximately 20 minutes. Therapy was started with the patient on his back. He was asked to report any sensation of excessive heat. The therapy output was set at 50%. The patient reported increased heat sensation within 5 minutes of initiating therapy. The therapists placed the patient on his side and decreased the output to 40%. The session continued and the patient had no further complaints of pain or excessive heat. When the pads were removed at the end of the therapy the patient's back looked red, but the skin was intact. This is reportedly common following pad removal. The therapists did note sweat under the pad, which was more noticeable and excessive than what is typically seen with other patients. The following day the patient went to an urgent care center and a 4x8 cm burn was noted on his back, with a small secondary circular burn below (approximately the size of a small, round marble) just below it. The skin had sloughed off the top areas of the burn. The patient was placed on antibiotics and given topical treatment with follow-up recommended at a burn clinic. The winback device and disposable pads are being evaluated by our clinical engineering department. We think that a possible likelihood is that the design of the device is such that a square, flexible tab on the pad, slips into a square buckle/clip at the end of the winback cable, similar to a seatbelt. The weight of the square buckle/clip may be enough to pull on the pad loosening it from the skin and concentrating the electronic conduction current to a smaller area. There is no current means of securing the cable at a secondary tension point so that it does not pull on the pad which may result in loss of contact with the patient's skin. A velcro holder, waistband or clip that secures the cable to the patient to prevent pulling on the pads may help prevent burns and arcing during therapy, especially if the patient's position is changed during treatment. The buckle/clip portion of the device had been repaired that morning by a company rep. We do not know if there were any issues with the replacement. FDA safety report ID # (B)(4).